Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts. The explanted product was not returned. Additional information received the patient underwent an ipg explant procedure for the ability to get MRI.

Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2021.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.